Manufacturer narrative:
(B)(4). Batch # m53c6y. The analysis results showed that the tlh30 device was received in good visual conditions and with cartridge present on the device. The cartridge was returned with two staples missing. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. The device was tested for functionality with the returned cartridge and it form the staples as intended and with a proper b-formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, when the surgeon tried to use the device in the main bronchus, he used a bigger force to close it; a cracking sound heard from the device, and he found some staples legs exposed without triggering the firing button. Lastly, he used a linear cutter to complete the surgery. There were no adverse consequences for the patient reported.